Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
On april 19th, 2022, during a pump evaluation, it was reported that the pump usb port was damaged resulting in difficulties charging the pump. There was no reported adverse impact to the customer's blood glucose level. No additional patient or event information was available. H6: added 1135.